Event description:
It was reported an access port was placed initially without incident for administration of medication. Approx three weeks post placement, an inability to access the port revealed the catheter had fractured and migrated to the heart. Retrieval of the catheter utilizing a snare was uneventful and another port was successfully placed. No pt sequelae resulted from this event. This device has not been received for evaluation. Therefore, no failure analysis is available. Since this device was in place for approx three weeks and no difficulty accessing the device was encountered prior to the incident, co believes initial placement, user technique during access and/or pt anatomy may have contributed to this event. However, without evaluating the device, co is unable to determine the exact cause for this event. Directions for use outline appropriate placement, access and maintenance procedures.